Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure with two gore® tag® thoracic endoprostheses (tgt3720 at proximal, tgt4020 at distal) using a gore® introducer sheath with silicone pinch valve ((B)(4)) to repair a thoracic aortic aneurysm with diameter of 71 mm. On (B)(6) 2010, the patient developed paraplegia. It was reported the paraplegia was related to the procedure. Spinal cord drainage and medical therapy was performed, and the patient's blood pressure was managed to treat the paraplegia. The patient was transferred to another hospital and follow-up examination was not performed. No further information was available. It is not known if the paraplegia was resolved.